Event description:
It was reported that following a pump refill, an incorrect bridge bolus was performed. The bridge bolus was performed because the order of the drugs was changed; the old primary drug was changed to a new primary drug; however, the concentration of medication was not changed. The healthcare professional (hcp) did not realize that they should not have performed the bridge bolus. The patient experienced unspecified overdose symptoms. The device system was used to deliver compounded baclofen and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient had an accidental overdose about 4 years ago (in 2012) that was not due to the pump or anything by the manufacturer.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician product ID (B)(4), lot # j11306r07, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information from the physician reported the patient experienced lethargy, decreased respirations and incontinence. The cause of the event was noted as the 'order of medication changed with the programmer.' 'Operator error' was also indicated. The main drug was changed from baclofen to dilaudid and the bridge bolus was wrongly selected. The patient was hospitalized. The dose was adjusted (B)(6) 2012 and resulted in increased alertness. The patient recovered without sequela. The pump was delivering dilaudid, bupivacaine, clonidine and baclofen.